Event description:
It was reported that the iab would not zero after insertion. The autocat2 wave was also experiencing high pressure alarms. During troubleshooting the fos connection was determined to be completely broken. As a result, the iab was exchanged with an iab. There were no reported patient complications.

Event description:
It was reported that the iab would not zero after insertion. The autocat2 wave was also experiencing high pressure alarms. During troubleshooting the fos connection was determined to be completely broken. As a result, the iab was exchanged with an iab-05840-u. There were no reported pt complications.